Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor failed with high readings.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that he put in a new sensor yesterday and it was only the 3rd sensor he has ever worn. Customer's sensor glucose was 131 mg/dl and his blood glucose was 467 mg/dl. Customer's blood glucose went down to 200 mg/dl after a few hours. Customer's sensor glucose went down to 60 mg/dl. Customer received a calibration error. Customer stated that his sensor glucose and blood glucose were in sync last night. Customer treated with the pump and ate a piece of candy, which caused his blood glucose to rise when he woke up this morning. Customer stated that his blood glucose stabilized after he treated. Troubleshooting was performed and the customer was advised to replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.